Manufacturer narrative:
H.6. Investigation summary: bd received four (4) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, the customer 4 samples along with 30 retain samples were subjected to a draw test to assess functionality of the device and the issue of leakage during use was not observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode of leakage during use. Bd determined that the root cause of the indicated failure mode of leakage was attributed to work piece holder and windhead interference causing cut tubing. The corrective actions included replacing the homing sensor for the wind head and adjusting the home offset to align the slot in the windhead to the nest. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 19-feb-2024.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the blood was leaking out of the safety cap of the wingset. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the blood was leaking out of the safety cap of the wingset. No patient impact reported.